Manufacturer narrative:
(B)(4). Batch # e9fx0h. Investigation summary: the device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and was found to be functional. It is possible that due to the moisture found inside the handpiece this could have caused reported issues. The instrument was disassembled to inspect the internal components and there was evidence of moisture ingress. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that the handpiece does an unusual noise and remain blocked during the test. No patient consequence.